Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the white residue in the air water cylinder is cause not established and the most probable cause of the scape at instrument channel is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited scrape at opening of channel that catching cotton and white residue in the air water cylinder. There was no patient involvement.